Event description:
It was reported that during the left ventricular lead implant procedure, high threshold and diaphragmatic stimulation was noted after the lead was connected to the device. The device was replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.